Event description:
Patient deceased. The following patient¿s family is being called (allegedly) asking for equipment. He was buried and the family does not have any of his equipment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).